Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had molding defects. No serious injury or medical intervention reported.